Event description:
It was reported that the customer received the threshold suspend alarm and that the customer was receiving the alarm when she was not supposed to. The customer reported an instance in which her blood glucose was 70 mg/dl, and the insulin pump activated the threshold suspend feature. The customer had set the threshold suspend feature at 60 mg/dl. The customer reported another incident in which her blood glucose was 48 mg/dl. The customer was treated with glucose and an IV. Troubleshooting for low blood glucose was done. The customer was not hospitalized. The customer believed that her low blood glucose was caused by overcompensating for a meal that she did not eat. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.